Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that microbubbles were present within the multifiltrate pro during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The air was detected by the return bubble catcher. The machine alarmed to indicate the presence of air within the system. The attending physician rebooted the system to restart treatment. The patient did not experience an adverse reaction or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. It was not reported that a complaint sample was available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response has not been received.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. Machine files were also not available for review. The investigation was completed with retained samples. The samples were visually inspected for component defects, assembly failures, and conformity to product specification. The samples were also tested under air/liquid pressure for assembly failures or leakage. No failures were detected. Batch production record controls resulted with conformity. Non-conformity was not observed during the manufacturing process. Each batch is 100% tested to ensure that devices are delivered according to specification. The reported issue could not be confirmed. Furthermore, a conclusion could not be established.

Event description:
It was reported to fresenius that microbubbles were present within the multifiltrate pro during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The air was detected by the return bubble catcher. The machine alarmed to indicate the presence of air within the system. The attending physician rebooted the system to restart treatment. The patient did not experience an adverse reaction or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. It was not reported that a complaint sample was available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response has not been received.